Event description:
The customer reported unable to acquire all leads during a 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire all leads during a 12 lead ECG. There was no reported adverse pt impact. The philips field service engineer evaluated the device and ECG cables and found the 12 lead configuration was lost. The device was reconfigured for 12 lead ECG and resolved the issue. The device and ECG cables passed all performance assurance testing and was returned to use. We will consider this a malfunction of the device where the 12 lead configuration was lost.